Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient stated that while sleeping, the patient line came completely disconnected from the catheter due to a loose connection. Fluid leaked all over the floor and onto the patient. No fluid was discovered in or on the cycler. The patient reconnected the patient line to the catheter before the call began but the cycler was only draining about 1ml every 3 minutes. Technical support assisted with restarting the cycler and resuming treatment, however the cycler drain rate still was not moving. Technical support advised the patient to restart and cancel the treatment. Technical support advised the patient that its possible to do a stat drain since the cycler was unable to complete the drain. Technical support advised the patient to speak with the peritoneal dialysis registered nurse (pdrn) to have the catheter examined in case the catheter may be damaged and is causing the disconnection. Upon follow up, the patient confirmed the reported event. The patient confirmed that the fluid leak occurred from an unknown part of the cassette and fluid did not come in contact with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is scheduled to get re-trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that treatment was completed successfully. The patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.